Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk.

Event description:
It was reported that the customer had issues during prime/rewind. The father stated that the customer's blood glucose is 200 mg/dl because he is sick with cold and allergies. The caller stated that the customer had a back up plan. Advised the father that the insulin pump would be replaced. No further information was provided.